Manufacturer narrative:
The manufacturer's product support engineer (pse) was not able to evaluate the device. The customer didn¿t agreed to repair the unit. It is unknown what the outcome of the service event was and no further information was given by the customer. If the decision is made to have the device evaluated and repaired the complaint file will be reopened.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 device indicating that the flow sensor failed. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.